Event description:
It was reported that the patient received multiple inappropriate hv therapies due to noise and suspected fracture. Lead was capped and replaced. The patient is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.